Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt and check therapy pad messages) was unable to be duplicated due to a service code 204. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "adjust belt" and "check therapy pad" messages.